Event description:
A malfunction was reported on a pump, with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the malfunction code appeared again, which the customer acknowledged and understood.